Manufacturer narrative:
The patient was born in (B)(6). This event occurred in (B)(6).

Event description:
The customer complained of discrepant glucose results for 1 patient from an accu-chek inform ii meter with serial number (B)(4). The glucose result from the meter was 13.7 mmol/l using capillary blood. Two minutes later the glucose result from the meter was 8.3 mmol/l using capillary blood. There was no allegation of an adverse event. Within an hour a venous blood sample was collected and the glucose result was 7.5 mmol/l on a cobas 6000 c (501) module. The controls on the meter were acceptable. The customer stated that there was a handling error but did not provide what the specific error was. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The investigation found the issue was due to the handling error described by the customer. There was no malfunction of the device.